Event description:
The manufacturer received information alleging distributor would like this unit returned for an evaluation to confirm that there was no issue with this unit prior to setting it up on another patient, as this patient passed away. There was no specific issue reported with the unit. Distributor rep stated that a welfare check was done on patient, and they were found to have already passed away. That is all that is known about the incident. Information that has been reported by (B)(6), respiratory therapist for integris health: what is the date and time of the occurrence? - unknown for sure, believes (B)(6) 2024. Is there an allegation of device malfunction? - no, not to his knowledge. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging distributor would like this unit returned for an evaluation to confirm that there was no issue with this unit prior to setting it up on another patient, as this patient passed away. There was no specific issue reported with the unit. Distributor rep stated that a welfare check was done on patient, and they were found to have already passed away. That is all that is known about the incident. Information that has been reported by bill brazil, respiratory therapist for integris health: what is the date and time of the occurrence? - unknown for sure, believes 16-dec-2024. Is there an allegation of device malfunction? - no, not to his knowledge. The device was received by the manufacturer's product investigation lab (pil) for evaluation. Pil retrieved and reviewed the event log from the device and noted the software version was 1.05.10. Pil noted that, per the log, there was no activity logged after 12/08/2024 until 05/07/2025. Pil powered on the device and started therapy with a test lung, utilizing the existing device settings. Pil ran therapy for approximately 5 hours and the device operated without issue. Pil then post tested the device on the pil trilogy evo multifunctional test station and the device passed all testing. Pil was unable to confirm a failure of the trilogy evo, USA. Pil concluded that the trilogy evo, USA operates as designed. Coding has been updated accordingly.